Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity popliteal artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 5.0mm balloon. A 6mmx60mmx120cm supera self-expanding stent system (sess) was advanced; however, when using the thumb slide and when the deployment lock was unlocked and the thumb slide was advanced distally the stent did not deploy from the outer sheath. The thumbwheel was moved back and forth in order to fully deploy the stent at the target lesion. An audible snap was then heard from the handle and it was noted that the catheter tip came off the outer sheath and into the patient. A snare device was used to retrieve the separated catheter tip from the artery. The patient developed a slight groin hematoma when the wire was exchanged to retrieve the catheter tip. Manual compression was used to treat the hematoma. A clinically significant was reported due to the patient developing the slight groin hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to deploy could not be replicated as the stent had already been deployed and remains in the patient. The tip detachment was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported difficulties and subsequent patient effects could not be determined. The reported additional non-surgical therapy and delay in procedure are due to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The supera instruction for use lists a recommended minimum inflated balloon diameter of greater than 6.8 mm for a 6.0 mm supera stent. (B)(4).